Manufacturer narrative:
The returned leads were thoroughly analyzed. The visual analysis noted signs of wear and tear at both leads; especially in the distal region, the insulation was damaged at both leads due to fraying. The position and characteristics of the abrasion indicate excessive mechanical stress of the leads in the distal region, for instance due to friction with the neighboring lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 47 months, an increase in the pacing threshold was reported for this lead. During the following revision, the lead was exchanged. The provided event and explant dates are chronologically impossible, so they will not be included with this report. No worsening of the patient&#62688;state of health was reported.